Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included in block h10. The reported field event of telemetry anomaly was confirmed via review of the device image in the lab. Analysis found that the cause of the anomaly was due to a firmware issue.

Event description:
It was reported that prior to implant, while still in sterile packaging, the device would not communicate. This device was not implanted.